Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -18.0/2.5/090 (sphere/cylinder/axis) lens tore/broke during loading after opening the vial. It was reported that the lens tore during loading with no contact with the patient. The surgery proceeded with the backup lens and it was uneventful. On (B)(6) 2024, a replacement lens was implanted into the patient's right eye (od) and the problem was resolved.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).